Manufacturer narrative:
The following devices were also listed in this report: triathlon femoral distal augment 5mm - size 3 right; cat#5540-a-302; lot# sty3; triathlon femoral distal augment 5mm - size 3 right; cat# 5540-a-302; lot# wizr; tri press-fit stem 21mm x 100mm; cat#5565-s-021 ; lot# 0057552h; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postopertive diagnosis: patient had index surgery outside of cors scope. Patient underwent right total knee revision on (B)(6) 2017. Patient underwent a right revision total knee revision (B)(6) 2018 for pain and stiffness. All components exchanged except tibial. This pi is for second revision.